Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 30x3.5mm, de vascular access was obtained via the femoral artery. The 90% stenosed, 30x3.5mm, de novo, concentric target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). A non-bsc guidewire was advanced to cross the lesion. Following predilation with an 8x3mm balloon catheter, a 3.50x32mm promus element¿ plus drug eluting stent was selected for use and advanced to treat the lesion. The stent was deployed at the lesion site at a high pressure of 14 atmospheres. Following stent deployment, a 12x3.5mm non-compliant balloon catheter was advanced to post dilate the deployed 3.50x32mm promus element¿ plus stent to get better apposition. Post dilatation, the physician noted that the mid segment of the promus element¿ plus stent was fractured. A 3.50x16mm promus element¿ stent was then advanced to cover the fracture site and the procedure was completed. No patient complications were reported and the patient's status was stable and is responding well to medicines.